Event description:
The customer's parent reported via phone call that the insulin pump had a drive/motor anomaly. The piston on the insulin pump did not move as high as it should have and alarmed feeding error. In the alarm history several no delivery and one finish loading alarms were found. The customer reverted to a backup plan. The customer was on their way to the hospital in an ambulance due to a high blood glucose of 26.8 mmol/l. The customer also had ketones. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification. The pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No excessive no delivery alarms or motor error alarms were noted. However, the pump was received with a slightly loose drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.